Event description:
It is reported that a customer was hospitalized due to their lungs collapsing. The customer blood glucose level was 249 mg/dl. The customer received a no delivery alarm from their pump. The customer's mother stated that they do not have the pump at the time of the call to trouble shoot the issue. The mother stated to call the help line to trouble shoot the matter if they receive another alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).